Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 322 mg/dl. The customer had symptoms such as nausea and abdominal pain and treated with manual injection. Customer's blood glucose value was 505 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. There were leaks but no air bubbles. Customer declined to check for site or insulin issues and also declined to check the device settings. Customer called back to perform high pressure test and insulin pump did not passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.